Event description:
Upon receipt of the device, the user reported the roller pump occlusion knob was stuck and could not be adjusted. The service rep was able to repair the occlusion knob. Since the event occurred upon receipt of the device, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.